Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6), USA has been used as a default.  (B)(4). FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5098251. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20083061 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20083061. Rn was tracing umbilical lines to ensure proper fluids were infusing where they should. Rn found a break in tubing. Tubing was disconnected. New equipment gathered and replaced.